Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 151mg/dl. A system check was performed and the pump performed as intended. Reportedly the cartridge had been in use for 5 days. Tandem technical support (cts) informed the customer that a novolog filled cartridge should be changed every 72 hours. The customer was to performed a complete supply change to address the issue.